Event description:
Healthcare professional reported left side device was intact upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h1, h6.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and double capsule. Healthcare professional later reported left side device was intact upon explant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and double capsule.

Event description:
Healthcare professional reported left side rupture and double capsule. Device has been explanted and replaced with a non-allergan device.